Manufacturer narrative:
Gi bleeding and tenting of small intestine. A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint comp (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 9611594-2020-00248 for the second report. The patient's mother reported that her son has been using gj [gastrojejunal] tubes since 2008. The 30cm length is too long and that length has led to a number of problems including gi bleeding (positive stool for guaiac), chronic anemia requiring iron infusions (tube rests beyond area of duodenum that absorbs iron) and tenting of the small intestine seen on endoscopy. Current physician refuses to shorten the tube by cutting the end. The patient's mother also stated that where the tube sits in the small intestine causes her son to have chronic pain.